Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy, the ngage nitinol stone extractor was inserted in the flexible endoscope to extract a stone fragment and the basket did not open properly. A second basket was opened to perform the procedure. Requests were made for additional information regarding; patient weight, age, relevant patient health history, including pre-existing conditions, all devices and medications utilized during the procedure, and patient outcome; however the cook area representative has advised he is having trouble receiving answers because people who were part of the procedure are on vacation now or do not remember the exact details. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: conclusions code: cause not established (4315). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and device specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. There were no kinks noted in the basket sheath. A functional test noted the handle actuates the basket formation to the open and closed positions. The width of the basket formation measured 9.5 mm. The device history record was reviewed and there were no non-conformances noted. A search of complaint records revealed this is the only complaint associated with complaint lot number 8521744. According to the instructions for use (IFU) that accompanies this device: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned complaint device was found to function normally, with the basket fully opening and fully closing when the handle was functioned. No damage to the device was found. Although the returned device was found to function normally, it is possible the path of the device in the scope when used could have affected basket function. No information related to a tortuous path was provided. There is not enough information available to determine a cause for the reported issue. The cause for the reported device issue could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.